Event description:
It was reported that during a procedure, the device was working for about 30 mins, then the hand activation stopped working, the foot pedal worked. A new device was opened to complete the case. This happened to the second device, but changed to another handpiece and all worked fine. There were no pt consequences.

Manufacturer narrative:
(B) (4). (B) (4). Eval summary: the analysis results found that the device was returned in good physical condition. The device was tested with a gen04 and was functional. The hand activation assembly buttons worked as intended. There were no anomalies noted with the functionality of the device. It could not be determined why the device reportedly malfunctioned. While we were unable to recreate the event, we have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the mfg process.